Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision procedure. Prior examination of the patient's ra lead revealed insulation damage, p wave amplitude variation, over-sensing of noise, inappropriate automatic mode switch, and unspecified capture issue. The ra lead was revised and repaired on (B)(6) 2022. The patient was stable throughout.